Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported their tape become loose where the procedure was done. The issue was not resolved at the time of report. The patient was listed as alive with no injury at the time of report. Additional information from the patient on (B)(6) reported pain. The patient noted he bent down to tie his shoes and he felt like there was a needle stabbing his right testicle. Additional information from the patient on (B)(6) reported diarrhea, burning, and lead migration. The patient noted they received a message saying, ¿cannot provide your desired settings, call your clinician.¿ the patient also stated that the tape came off and he had some diarrhea. The patient noted the head of his penis had some burning earlier. The patient noted they had not felt urgency since switching sides. The patient began the trial on (B)(6). The patient was listed as alive with no injury at the time of report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.